Event description:
On (B)(6) 2017 I had surgery to repair my left achilles tendon with a new surgery procedure. The new procedure is called "achilles midsubstance speedbridge repair". This involves 6 fiberwires from the top of the achilles attached to the lower achilles with no knots and anchored in my heel. After 5 months post surgery on (B)(6) 2017, I have noticed that I had developed a blister and started to drain on the incision site. My doctor suggested it was infected and prescribed antibiotics for 1 month. The wound would not stop draining for 3 months and I have visited my doctor again. My doctor visit was on (B)(6) 2017, at that time my doctor suggested it was my upper skin that was allergic to the fiber wires that was holding my achilles together. There are 2 sets of wires, one set on my left side of my heel and another on the right side. Each set of wires consist of 3 fiber wires, my doctor cut and extracted as far back as she can without going to operating table and stitched me up. Currently, it is (B)(6) 2018, and I'm still limping from the wire extraction on (B)(6) 2017. My doctor told me that it will take time for my tendon to get used to the new tension without the wires. My major concern was my doctor should have at least presented to me a series of complication including a possibility of being allergic to fiber wires before I decide to proceed with this new type of surgery.